Manufacturer narrative:
Evaluation summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Event description:
Case description: spontaneous case report was received on (B)(4) 2013 from a physician database extraction regarding a (B)(6) year old female patient, initials unknown, with osteoarthritis grade 4. This case belongs to a batch of icsrs from a company purchased database containing a collection of data from october 1997 to july 2010. The patient's medical history was not provided. On (B)(6) 2001, the patient received treatment with intra-articular synvisc (hylan g-f 20) injection, dosage regimen not provided. The lot number for synvisc was not provided. On (B)(6) 2001, the patient experienced synovitis. On an unspecified date in 2001, 2 cc of slight bloody fluid was aspirated from left knee. On an unspecified date in 2001, the patient received treatment with celestone (betamethasone) for synovitis and left knee effusion. On (B)(6) 2001, the patient recovered from the event of synovitis. On (B)(6) 2001, the patient received the third injection of first course. On (B)(6) 2002, the patient underwent total knee replacement. The outcome for the event of left knee effusion and total knee replacement was not provided. Relevant concomitant medications were not provided. The intensity for the event of synovitis was assessed as mild. The intensity for the events of total knee replacement and left knee effusion was not provided. The reporting physician assessed the relationship between synvisc and the event of synovitis as definitely related and assessed the relationship between synvisc and total knee replacement as unrelated. The causal relationship between synvisc and left knee effusion was not provided. The qa (quality assurance) investigation results was received on (B)(4) 2013. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Follow-up information was received on (B)(4) 2013 and the patient initials were reported as m-a. Manufacturer's comment: this case report belongs to a batch of icsrs from a database extraction containing a collection of data from october 1997 to july 2010. The benefit risk profile of the product is not altered by this report.